Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) delivered a shock and a code 1004 was generated, indicating that shock impedances were low out of range during the shock. The patient underwent a revision procedure. During the revision procedure, a commanded shock was attempted using the patient's implanted crt-d, but the device was unable to charge and a message indicating battery depletion was generated. The crt-d was explanted. A new device was connected to this right ventricular (rv) lead and a test shock was attempted. The new device then also generated a code 1004. This rv lead was surgically abandoned and replaced. Another new device was successfully implanted with a new rv lead. No additional adverse patient effects were reported.